Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker migrated and both the right atrial and right ventricular leads were dislodged as confirmed via fluoroscopy due to twiddlers syndrome. The pacemaker remains implanted, and the leads were replaced. The patient was stable and discharged.